Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ¿ did any needle piece fall into the patient? No if yes, ¿ was the needle piece(s) retrieved during the same procedure? Yes ¿ were x-rays taken to locate the needle piece(s)? No ¿ what measures were taken to retrieve the broken piece? Did not need retrieval ¿ was there any additional tissue damage as a result of searching for the needle piece? No. ¿ if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future?

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported to the dl by sales rep that while they were closing the final layer of skin the needle broke. There was no abnormal force when using the device, it simply broke off with normal use device is not available for return.. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 6/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.